Event description:
It was reported that during pre-test, leakage of circulating water from the patient-side connector was detected. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
One unit was returned for investigation. Upon visual inspection, an absence of solvent was seen which could lead to reported failure mode. Root cause was traced to manufacturing. Appropriate teams were made aware of the issue.